Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a confirmed fracture of the patient¿s right ventricular (rv) lead. The rv lead was programmed off. The rv lead was then capped and replaced during a system upgrade to a cardiac resynchronization therapy pacemaker (crt-p). No patient complications have been reported as a result of this event.